Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 1.4¿a. The criteria is <55¿a. Pass; meter setting, audio and all buttons function are ok; tested the suspected meter with in house control solution and retain strips (strip lot number:d6150914-1). The control solution tests for level low are 66/61 mg/dl,for level high are 272/278 mg/dl. The control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass; tested the returned strips from patient (strip lot number:d6150914-1). The control solution tests for level low were 63/62 mg/dl; for level high were 285/280 mg/dl. The control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass.

Event description:
Our importer, (B)(4) received a call on 06/02/2016 reporting a medical intervention that occurred around (B)(6) 2016 at 10:00am. Patient stated that his meter gave him a high reading and was 100mg/dl higher than his wife's meter. The reading on the prodigy meter at the time of the event was 389mg/dl. A second result with the prodigy meter resulted 283mg/dl. Patient's normal glucose reading around the time of day of the event is 117-118mg/dl. Patient ate 2 eggs and toast prior to seeking medical attention. Paramedics were not called. Patient went to the doctor's office and then the hospital to get lab work. Patient's glucose level prior to discharge was 90mg/dl. Patient's total stay in hospital was 15 minutes.